Event description:
The hospital reported the sodalime was not absorbing co2, the co2 levels rose during procedure, they have to change the product more often than was necessary with sadasorb and the indicator color reverts back to indicate product is ok overnight.